Manufacturer narrative:
Updated health impact grid to reflect delay in treatment/therapy.

Event description:
The user is reporting that in the analysis phase of a patient use event, the patient was unconscious but then woke up with a convulsive seizure. The device then indicated "no shock recommended" and advised CPR. The patient survived.